Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise, oversensing and pacing inhibition on the right ventricular (rv) lead. The rv lead also had high pacing thresholds which led to loss of capture. Asystole was greater than 2 seconds. The source of the observations was not determined. The rv lead was surgically abandoned and replaced. This pacemaker was explanted. No additional adverse patient effects were reported.